Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that emergency medical services were dispatched due to low blood glucose on unknown date. Blood glucose level at the time of the incident was 30 mg/dl. Customer stated he tried to bolus twice to get his blood glucose to go down and then he went down all the way to 30 mg/dl. Emergency medical services treated him with glucagon then they left. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. No information about auto mode was given. The insulin pump will not be returned for analysis.